Manufacturer narrative:
Concomitant medical products: product ID: 8596sc, serial #: (B)(4), implanted: (B)(6) 2013, product type: catheter. Other relevant device(s) are: product ID: 8596sc, serial/lot #: (B)(4), ubd: 03-aug-2013, (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
On 2018-july-14, information was received from an healthcare professional (hcp) via a manufacturer representative (rep) regarding a patient receiving dilaudid (6 mg/day, 10 mg/ml) via an implantable pump for non-malignant pain. The patient's medical history includes chronic pain and copd. On (B)(6) 2018, the patient had a refill and the refill nurse noted that the pump had no residual volume and should have had "4". A dye study was requested. The patient was "not symptomatic of any pump problem". During the dye study, the catheter did not aspirate so no further study was performed. The patient felt that the pump had been working. It was stated, "the incorrect residual was not a recurring event so difficult to say if there was any real issue or isolated incident". The patient was currently on nursing home care and would be managed by the primary care person there and the refill company. It was stated, "they were to discuss if there is was in reason to move forward with revision or anything. Cause of incorrect residual undetermined at this time". The issue was not resolved at the time of this report. Surgical intervention did not occur nor was planned to occur. The patient's status was alive - no injury.

Manufacturer narrative:
Concomitant medical products: product ID: 8596sc, serial# (B)(4), implanted: (B)(6) 2013, product type: catheter. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a device manufacturer representative indicated that the pump and the pump segment were replaced on (B)(6) 2018. It was reported that the old pump was thrown away and would not be sent back for analysis. No further complications were reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.